Event description:
Device was used in the patient for two passes. Prior to insertion for third pass, dr noticed a part of the device had come loose or apart on the device. The device was removed from the field and another device opened to complete the case. Dates of use: 2008. Diagnosis or reason for use: disabling claudication right lower extremity.